Event description:
Report received of a self delivery. The customer contact stated that the device was returned to the biomedical department without a note. During testing when the pt pendent cord was pushed it did not deliver a dose. When the customer contact "wiggled the cord at the back of the device, the device delivered a dose." There were no reports of any adverse pt events while the device was in clinical use. The customer reported there was no pt involvement.